Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. Stent struts were raised at various locations across the length of the stent. A visual and tactile examination found that the hypotube was kinked across its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2015. It was reported that crossing difficulties were encountered. The target lesion was located in a severely calcified vessel. A 12 x 3.00mm taxus¿ liberté¿ drug eluting stent was selected for use and advanced but failed to cross the lesion despite multiple attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.